Event description:
It was reported that following a posterior repair, the pt presented to a second dr complaining of continuous pain in the vaginal area. Upon examination, the dr found a large granuloma (2cm by 3cm) at the suture line that was very tender. No erosion was noted. The dr prescribed estrogen cream with follow-up visits times two. The pt has now healed and no further complications have been reported.